Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. All operators involved in the processing of the units were trained on their respective work instructions.

Event description:
Balloon would not advance through 7fr sheath upon reinsertion. Balloon got stuck in the sheath.